Event description:
It was reported that during a gastrectomy procedure, as the staple was protruded a little and the knife did not cut the tissue at the firing, the device could not anastomose. The doctor commented that he might have not released the safety properly. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.